Event description:
The following info was reported: 6f sheath placed in right femoral artery. Physician inserted device through sheath inflated balloon. Retracted sheath to arteriotomy, opened side port of sheath to check hemostasis. Shuttled down, pulled the sheath bck up to the handle no advancer tube visible. Deflated the balloon and converted to manual pressure for 15-20 minutes. The pt was not hospitalized. Stick location: above the common femoral artery. Vessels size: 5-7mm.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was protruding from the shuttle cartridge side slit. Blood was observed on the distal end of sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. Excess adhesive was observed at the distal end of the handle. However, it is unk if the excess adhesive contributed to the reported failure to deploy. Further investigation is recommended. The review of the lhr (lot f1401402) indicated that issue in ncmr-01665 did not cause or contribute to the reported incident and mynx device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable root cause for the reported event could have been from an incomplete engagement of the advancer tube.